Manufacturer narrative:
Results: five unused samples and a photo were returned for evaluation. A visual inspection of the five samples identified no bending of the cannula. Each sample was hand activated to evaluate difficulty activating the safety shield. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, difficulty activating the safety shield, full or partial disengagement of the safety shield from the body of the unit was identified. A photo inspection showed an eclipse needle assembled to a yellow pronto holder. The IV needle appears to be leaning or bending which may be related to the eclipse needle not being proper engaged or aligned in the pronto holder. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7012573. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is not marketed in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of a 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle failed to activate properly after use because the needle was bent. There was no report of injury or medical intervention.